Manufacturer narrative:
(B)(4). Reported event: needle detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02411 and 3005099803-2016-02412 for the other associated device information. It was reported to boston scientific corporation that two microknife¿ xl were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after a few cuts made and tried to cauterize the vessels in the ampulla, it was noticed that the needle detached and was stuck at the ampulla. A second microknife¿ xl was used but same issue occurred. The detached needle was attempted to be retrieved using forceps but was not successfully retrieved. Reportedly, the physician had no plan for further intervention to retrieve the detached needle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was melted and blackened, and the needle was detached. In addition, the tome's extrusion was found melted at the distal tip. The complaint was consistent with the reported event of needle detached (cutting wire broken). It is most likely that a peak of voltage applied during the procedure which could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02411 and 3005099803-2016-02412 for the other associated device information. It was reported to boston scientific corporation that two microknife xl were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after a few cuts made and tried to cauterize the vessels in the ampulla, it was noticed that the needle detached and was stuck at the ampulla. A second microknife xl was used but same issue occurred. The detached needle was attempted to be retrieved using forceps but was not successfully retrieved. Reportedly, the physician had no plan for further intervention to retrieve the detached needle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.